Event description:
A customer contacted global technical service (gts) reporting an alarm during fill on the homechoice (hc) and the home patient (hp) stated the heater bag was empty but the supply bag was not, so they disconnected the heater bag and replaced it with a new one. The technical service representative (tsr) explained that by doing that, the hp compromised the supplies. The tsr advised the hp to end therapy and start over with new supplies or finish manually. The hp stated they will finish therapy manually. The tsr offered to assist the hp with ending the therapy procedure, but the hp said they could do it. The tsr advised the hp to contact the registered nurse (rn) within the next 24 hours and let them know what happened. The hp understood the explanation, will end therapy, finish manually, and contact the rn. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.